Event description:
A malfunction alarm occurred, displaying a malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump. The issue did not recur, and the customer was advised to continue using the pump and call back if the malfunction code appeared again.